Manufacturer narrative:
It was reported that the end-user experienced a skin reaction, described as "blistered" skin, on his right side during use of the waterproof tape. The waterproof tape was used to secure a bandage and was in contact with the end-user's skin for approximately seven (7) hours. According to the end-user, the "blistered" skin was not identified until the waterproof tape was removed, but, he experienced itching to his skin approximately 5-6 hours after application. When the skin reaction was identified, the end-user removed the waterproof tape, "cleaned" the skin, and applied paper tape. The end-user went to see his physician and he was prescribed cotrimazole cream usp 1% and an unidentified antifungal powder with miconazole nitrate 2% "due to the weeping of the blisters" as this weeping reportedly "caused additional irritation to the skin." No diagnostic testing/results or additional medical intervention and follow-up care was reported to the manufacturer. A sample was returned to the manufacturer and evaluated with no issues noted with the tape adhesive. A root cause for the reported incident was unable to be determined however variable conditions such as temperature, humidity, and length of wear may contribute to the reported skin reaction. Due to the reported need for prescription medication treatment, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin reaction during use of the waterproof tape.